Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, one of the most probable root causes is, but is not limited to: a forced fracture of the material due to the application of an excessive force on the device. The application of a force while the device is not properly aligned with the tagerting arm. An improper engagement between the delta strike plate and the targeting arm, which could have caused the breakage of the delta strike plate at the threaded area. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, while utilizing t2 alpha tibia nailing system, the strike plate was tightly fastened to the spi nail adapter, and after the strike plate experienced multiple hard blows from the slotted mallet, the strike plate broke. User backed the nail out to find that hard cortical bone from the fracture had fallen into the path of the nail, thus making it hard for the nail to seat to its final destination. Procedure was completed successfully and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, while utilizing t2 alpha tibia nailing system, the strike plate was tightly fastened to the spi nail adapter, and after the strike plate experienced multiple hard blows from the slotted mallet, the strike plate broke. User backed the nail out to find that hard cortical bone from the fracture had fallen into the path of the nail, thus making it hard for the nail to seat to its final destination. Procedure was completed successfully and no adverse consequences or surgical delay were reported.